Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] chronic fatigue [chronic fatigue] mouth dryness [mouth dry] eyes dryness [eyes dry] skin dryness [skin dry] mucous membranes dryness [mucosal dryness] cognitive disturbance [cognitive disturbance] burn-out [burnout syndrome] sleep disorders [sleep disorder] kidney pain [kidney pain] weight gain [weight gain] menstrual migraine [menstrual migraine] headache [headache] muscle pain [muscle pain] hearing loss [hearing loss] itching ear canals [ear pruritus] vertigo [vertigo] allergic rhinitis [allergic rhinitis] polydipsia [polydipsia] excessive thirst [excessive thirst] xerostomia [xerostomia] bleeding attributed to fibromas [genital bleeding] fibromas [fibroma] swollen breast [breast swelling] tender breast [tenderness breast] endocrine disorders [endocrine disorder] significant sensitivity to cold [cold intolerance] chilliness [chilliness] shakiness [shakiness] shivers [shivers] difficulty emptying the bladder during voluntary micturition [bladder inability to empty] excessively frequent micturition [micturition frequency] urinary incontinence [urinary incontinence] hyperactive bladder syndrome [hyperactive bladder] nausea [nausea] thyroid disorder [thyroid disorder] hypothyroidism nodule [hypothyroidism] joint pain [joint pain] a great deal of diffuse pain throughout the body [general body pain] sciatic pain [sciatica] muscle pain [muscle pain] cervical pain [uterine cervical pain] back ache (l4-l5 vertebrae) [lumbar pain] muscle atrophy (objects slip from grasp), [muscle atrophy] muscle stiffness [muscle stiffness] difficulty walking for long periods [difficulty in walking] difficult holding a pencil [activities of daily living impaired] impaired balance [balance impaired nos] memory disturbance [memory disturbance] difficulty concentrating on simple tasks [concentration impairment] aphasia [aphasia] tingling in the extremities [paraesthesia of limbs] feeling of heavy legs [heaviness in limbs] poor blood circulation [disorder circulatory system] hot flushes [hot flushes] burning sensations throughout the body [burning sensation] diffuse itching all over the body [itching all over] pain resembling fibromyalgia, [fibromyalgia] vasovagal syncope [syncope vasovagal] electrical hypersensitivity [electromagnetic hypersensitivity] dry skin [dry skin] redness skin [skin red] oedemas [oedema] psoriasis [psoriasis] eczema [eczema] whiteheads [whiteheads] cold sores [cold sores] sight disorders [visual disturbances] double vision [double vision] difficulty focusing (difficulty seeing clearly) [difficulty focusing eyes] stinging eyes [eyes stinging] burning eyes [burning eyes] teary eyes [teary eyes] arterial hypertension [arterial hypertension] weight gain [weight gain] gastric pain [gastric pain] abdominal swelling [swelling abdomen] bloating [bloating] significant and excessive flatulence [excessive flatulence] watery stool [stools watery] mucousy stool [mucous stool] smelly stool [feces abnormal smell of] soft stool [soft stools] constipation [constipation]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 47-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was luteran (chlormadinone acetate). On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), mouth dry ("mouth dryness"), dry eye ("eyes dryness"), skin dry ("skin dryness"), mucosal dryness ("mucous membranes dryness"), cognitive disorder ("cognitive disturbance"), burnout syndrome ("burn-out"), sleep disorder ("sleep disorders"), renal pain ("kidney pain"), migraine ("menstrual migraine"), headache ("headache"), a first episode of myalgia ("muscle pain"), deafness ("hearing loss"), ear pruritus ("itching ear canals"), vertigo ("vertigo"), rhinitis allergic ("allergic rhinitis"), polydipsia ("polydipsia"), thirst ("excessive thirst"), xerostomia ("xerostomia"), genital haemorrhage ("bleeding attributed to fibromas"), breast swelling ("swollen breast"), breast tenderness ("tender breast"), endocrine disorder ("endocrine disorders"), temperature intolerance ("significant sensitivity to cold"), feeling cold ("chilliness"), tremor ("shakiness"), chills ("shivers"), urinary retention ("difficulty emptying the bladder during voluntary micturition"), pollakiuria ("excessively frequent micturition"), urinary incontinence ("urinary incontinence"), hypertonic bladder ("hyperactive bladder syndrome"), nausea ("nausea"), thyroid disorder ("thyroid disorder"), hypothyroidism ("hypothyroidism nodule"), arthralgia ("joint pain"), pain ("a great deal of diffuse pain throughout the body"), sciatica ("sciatic pain"), a second episode of myalgia ("muscle pain"), uterine cervical pain ("cervical pain"), back pain ("back ache (l4-l5 vertebrae)"), muscle atrophy ("muscle atrophy (objects slip from grasp),"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking for long periods"), loss of personal independence in daily activities ("difficult holding a pencil"), balance disorder ("impaired balance"), memory impairment ("memory disturbance"), disturbance in attention ("difficulty concentrating on simple tasks"), aphasia ("aphasia"), paraesthesia ("tingling in the extremities"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flushes"), burning sensation ("burning sensations throughout the body"), pruritus ("diffuse itching all over the body "), fibromyalgia ("pain resembling fibromyalgia,"), syncope ("vasovagal syncope"), idiopathic environmental intolerance ("electrical hypersensitivity"), dry skin ("dry skin"), erythema ("redness skin"), oedema ("oedemas"), psoriasis ("psoriasis"), eczema ("eczema"), acne ("whiteheads"), oral herpes ("cold sores"), visual impairment ("sight disorders"), diplopia ("double vision"), vision blurred ("difficulty focusing (difficulty seeing clearly)"), eye pain ("stinging eyes"), eye irritation ("burning eyes"), lacrimation increased ("teary eyes"), hypertension ("arterial hypertension"), abdominal pain upper ("gastric pain"), swelling abdomen ("abdominal swelling"), bloating ("bloating"), flatulence ("significant and excessive flatulence"), diarrhoea ("watery stool"), mucous stools ("mucousy stool"), abnormal faeces ("smelly stool"), faeces soft ("soft stool") and constipation ("constipation") and was found to have a first episode of weight increased ("weight gain"), fibroma ("fibromas") and a second episode of weight increased ("weight gain"). At the time of the report, the pelvic pain, fatigue, mouth dry, dry eye, skin dry, mucosal dryness, cognitive disorder, burnout syndrome, sleep disorder, renal pain, migraine, headache, latest episode of myalgia, deafness, ear pruritus, vertigo, rhinitis allergic, polydipsia, thirst, xerostomia, genital haemorrhage, fibroma, breast swelling, breast tenderness, endocrine disorder, temperature intolerance, feeling cold, tremor, chills, urinary retention, pollakiuria, urinary incontinence, hypertonic bladder, nausea, thyroid disorder, hypothyroidism, arthralgia, pain, sciatica, uterine cervical pain, back pain, muscle atrophy, musculoskeletal stiffness, gait disturbance, loss of personal independence in daily activities, balance disorder, memory impairment, disturbance in attention, aphasia, paraesthesia, limb discomfort, cardiovascular disorder, hot flush, burning sensation, pruritus, fibromyalgia, syncope, idiopathic environmental intolerance, dry skin, erythema, oedema, psoriasis, eczema, acne, oral herpes, visual impairment, diplopia, vision blurred, eye pain, eye irritation, lacrimation increased, hypertension, abdominal pain upper, swelling abdomen, bloating, flatulence, diarrhoea, mucous stools, abnormal faeces, faeces soft and constipation had not resolved. The reporter considered swelling abdomen, bloating, abdominal pain upper, abnormal faeces, acne, aphasia, arthralgia, back pain, balance disorder, breast swelling, breast tenderness, burning sensation, burnout syndrome, cardiovascular disorder, chills, cognitive disorder, constipation, deafness, diarrhoea, diplopia, disturbance in attention, dry eye, mouth dry, xerostomia, skin dry, dry skin, ear pruritus, eczema, endocrine disorder, erythema, eye irritation, eye pain, faeces soft, fatigue, feeling cold, fibroma, fibromyalgia, flatulence, gait disturbance, genital haemorrhage, headache, hot flush, hypertension, hypertonic bladder, hypothyroidism, idiopathic environmental intolerance, lacrimation increased, limb discomfort, loss of personal independence in daily activities, memory impairment, migraine, mucosal dryness, mucous stools, muscle atrophy, musculoskeletal stiffness, the first episode of myalgia, the second episode of myalgia, nausea, oedema, oral herpes, pain, paraesthesia, pelvic pain, pollakiuria, polydipsia, pruritus, psoriasis, renal pain, rhinitis allergic, sciatica, sleep disorder, syncope, temperature intolerance, thirst, thyroid disorder, tremor, urinary incontinence, urinary retention, uterine cervical pain, vertigo, vision blurred, visual impairment, the first episode of weight increased and the second episode of weight increased to be related to essure administration. The reporter commented: date of occurrence: (B)(6) 2017. Period of occurrence: for about ten years, I've not been able to understand my health problems and they resemble the symptoms indicated in your warning. For the past 10 years I've attributed my pain to a serious road traffic accident or something else, but I now want to regain control of my health because I have too many worries. Faced with multiple recurring problems always attributed to something else because never taken as a whole. I looked for the cause of all of these problems and came across this information on essure. I feel seriously concerned about this matter. Above all I still wonder about the therapeutic benefits of fitting an essure in a woman therefore after a double dose of the contraceptive pill, because still have bleeding, chest pain, etc... And so, who has no risk of pregnancy??? Issues raised with my gynecologist but was never told they could stem from the essure's. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , chronic fatigue [chronic fatigue] , mouth dryness [mouth dry] , eyes dryness [eyes dry] , skin dryness [skin dry] , mucous membranes dryness [mucosal dryness] , cognitive disturbance [cognitive disturbance] , burn-out [burnout syndrome] , sleep disorders [sleep disorder], kidney pain [kidney pain] , weight gain [weight gain] , menstrual migraine [menstrual migraine] , headache [headache] , muscle pain [muscle pain] , hearing loss [hearing loss] , itching ear canals [ear pruritus] , vertigo [vertigo] , allergic rhinitis [allergic rhinitis], polydipsia [polydipsia] , excessive thirst [excessive thirst] , xerostomia [xerostomia] , bleeding attributed to fibromas [genital bleeding] , fibromas [fibroma] , swollen breast [breast swelling] , tender breast [tenderness breast] , endocrine disorders [endocrine disorder] , significant sensitivity to cold [cold intolerance] , chilliness [chilliness] , shakiness [shakiness], shivers [shivers] . Difficulty emptying the bladder during voluntary micturition [bladder inability to empty], excessively frequent micturition [micturition frequency] , urinary incontinence [urinary incontinence] , hyperactive bladder syndrome [hyperactive bladder] , nausea [nausea] , thyroid disorder [thyroid disorder] , hypothyroidism nodule [hypothyroidism], joint pain [joint pain] , a great deal of diffuse pain throughout the body [general body pain] , sciatic pain [sciatica] , muscle pain [muscle pain], cervical pain [uterine cervical pain] , back ache (l4-l5 vertebrae) [lumbar pain] , muscle atrophy (objects slip from grasp), [muscle atrophy] , muscle stiffness [muscle stiffness] , difficulty walking for long periods [difficulty in walking] , difficult holding a pencil [activities of daily living impaired] , impaired balance [balance impaired nos] , memory disturbance [memory disturbance] , difficulty concentrating on simple tasks [concentration impairment] , aphasia [aphasia], tingling in the extremities [paraesthesia of limbs] , feeling of heavy legs [heaviness in limbs] , poor blood circulation [disorder circulatory system] , hot flushes [hot flushes] , burning sensations throughout the body [burning sensation] , diffuse itching all over the body [itching all over] , pain resembling fibromyalgia, [fibromyalgia] , vasovagal syncope [syncope vasovagal] , electrical hypersensitivity [electromagnetic hypersensitivity] , dry skin [dry skin] , redness skin [skin red] , oedemas [oedema] , psoriasis [psoriasis] , eczema [eczema] , whiteheads [whiteheads] , cold sores [cold sores] , sight disorders [visual disturbances] , double vision [double vision] , difficulty focusing (difficulty seeing clearly) [difficulty focusing eyes] , stinging eyes [eyes stinging] , burning eyes [burning eyes] , teary eyes [teary eyes] , arterial hypertension [arterial hypertension] , weight gain [weight gain] , gastric pain [gastric pain] abdominal swelling [swelling abdomen] , bloating [bloating] , significant and excessive flatulence [excessive flatulence] , watery stool [stools watery] , mucousy stool [mucous stool] , smelly stool [feces abnormal smell of] , soft stool [soft stools] , constipation [constipation] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 11-dec-2025. The most recent information was received on 24-dec-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 47 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was luteran (chlormadinone acetate). On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), mouth dry ("mouth dryness"), dry eye ("eyes dryness"), skin dry ("skin dryness"), mucosal dryness ("mucous membranes dryness"), cognitive disorder ("cognitive disturbance"), burnout syndrome ("burn-out"), sleep disorder ("sleep disorders"), renal pain ("kidney pain"), migraine ("menstrual migraine"), headache ("headache"), a first episode of myalgia ("muscle pain"), deafness ("hearing loss"), ear pruritus ("itching ear canals"), vertigo ("vertigo"), rhinitis allergic ("allergic rhinitis"), polydipsia ("polydipsia"), thirst ("excessive thirst"), xerostomia ("xerostomia"), genital haemorrhage ("bleeding attributed to fibromas"), breast swelling ("swollen breast"), breast tenderness ("tender breast"), endocrine disorder ("endocrine disorders"), temperature intolerance ("significant sensitivity to cold"), feeling cold ("chilliness"), tremor ("shakiness"), chills ("shivers"), urinary retention ("difficulty emptying the bladder during voluntary micturition"), pollakiuria ("excessively frequent micturition"), urinary incontinence ("urinary incontinence"), hypertonic bladder ("hyperactive bladder syndrome"), nausea ("nausea"), thyroid disorder ("thyroid disorder"), hypothyroidism ("hypothyroidism nodule"), arthralgia ("joint pain"), pain ("a great deal of diffuse pain throughout the body"), sciatica ("sciatic pain"), a second episode of myalgia ("muscle pain"), uterine cervical pain ("cervical pain"), back pain ("back ache (l4-l5 vertebrae)"), muscle atrophy ("muscle atrophy (objects slip from grasp),"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking for long periods"), loss of personal independence in daily activities ("difficult holding a pencil"), balance disorder ("impaired balance"), memory impairment ("memory disturbance"), disturbance in attention ("difficulty concentrating on simple tasks"), aphasia ("aphasia"), paraesthesia ("tingling in the extremities"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flushes"), burning sensation ("burning sensations throughout the body"), pruritus ("diffuse itching all over the body"), fibromyalgia ("pain resembling fibromyalgia,"), syncope ("vasovagal syncope"), idiopathic environmental intolerance ("electrical hypersensitivity"), dry skin ("dry skin"), erythema ("redness skin"), oedema ("oedemas"), psoriasis ("psoriasis"), eczema ("eczema"), acne ("whiteheads"), oral herpes ("cold sores"), visual impairment ("sight disorders"), diplopia ("double vision"), vision blurred ("difficulty focusing (difficulty seeing clearly)"), eye pain ("stinging eyes"), eye irritation ("burning eyes"), lacrimation increased ("teary eyes"), hypertension ("arterial hypertension"), abdominal pain upper ("gastric pain"), swelling abdomen ("abdominal swelling"), bloating ("bloating"), flatulence ("significant and excessive flatulence"), diarrhoea ("watery stool"), mucous stools ("mucousy stool"), abnormal faeces ("smelly stool"), faeces soft ("soft stool") and constipation ("constipation") and was found to have a first episode of weight increased ("weight gain"), fibroma ("fibromas") and a second episode of weight increased ("weight gain"). At the time of the report, the pelvic pain, fatigue, mouth dry, dry eye, skin dry, mucosal dryness, cognitive disorder, burnout syndrome, sleep disorder, renal pain, migraine, headache, latest episode of myalgia, deafness, ear pruritus, vertigo, rhinitis allergic, polydipsia, thirst, xerostomia, genital haemorrhage, fibroma, breast swelling, breast tenderness, endocrine disorder, temperature intolerance, feeling cold, tremor, chills, urinary retention, pollakiuria, urinary incontinence, hypertonic bladder, nausea, thyroid disorder, hypothyroidism, arthralgia, pain, sciatica, uterine cervical pain, back pain, muscle atrophy, musculoskeletal stiffness, gait disturbance, loss of personal independence in daily activities, balance disorder, memory impairment, disturbance in attention, aphasia, paraesthesia, limb discomfort, cardiovascular disorder, hot flush, burning sensation, pruritus, fibromyalgia, syncope, idiopathic environmental intolerance, dry skin, erythema, oedema, psoriasis, eczema, acne, oral herpes, visual impairment, diplopia, vision blurred, eye pain, eye irritation, lacrimation increased, hypertension, abdominal pain upper, swelling abdomen, bloating, flatulence, diarrhoea, mucous stools, abnormal faeces, faeces soft and constipation had not resolved. The reporter considered swelling abdomen, bloating, abdominal pain upper, abnormal faeces, acne, aphasia, arthralgia, back pain, balance disorder, breast swelling, breast tenderness, burning sensation, burnout syndrome, cardiovascular disorder, chills, cognitive disorder, constipation, deafness, diarrhoea, diplopia, disturbance in attention, dry eye, mouth dry, xerostomia, skin dry, dry skin, ear pruritus, eczema, endocrine disorder, erythema, eye irritation, eye pain, faeces soft, fatigue, feeling cold, fibroma, fibromyalgia, flatulence, gait disturbance, genital haemorrhage, headache, hot flush, hypertension, hypertonic bladder, hypothyroidism, idiopathic environmental intolerance, lacrimation increased, limb discomfort, loss of personal independence in daily activities, memory impairment, migraine, mucosal dryness, mucous stools, muscle atrophy, musculoskeletal stiffness, the first episode of myalgia, the second episode of myalgia, nausea, oedema, oral herpes, pain, paraesthesia, pelvic pain, pollakiuria, polydipsia, pruritus, psoriasis, renal pain, rhinitis allergic, sciatica, sleep disorder, syncope, temperature intolerance, thirst, thyroid disorder, tremor, urinary incontinence, urinary retention, uterine cervical pain, vertigo, vision blurred, visual impairment, the first episode of weight increased and the second episode of weight increased to be related to essure administration. The reporter commented: date of occurrence: (B)(6) 2017. Period of occurrence: for about ten years, I've not been able to understand my health problems, and they resemble the symptoms indicated in your warning. For the past 10 years I've attributed my pain to a serious road traffic accident or something else, but I now want to regain control of my health because I have too many worries faced with multiple recurring problems always attributed to something else because never taken as a whole. I looked for the cause of all of these problems and came across this information on essure. I feel seriously concerned about this matter. Above all I still wonder about the therapeutic benefits of fitting an essure in a woman therefore after a double dose of the contraceptive pill, because still have bleeding, chest pain, etc... And so who has no risk of pregnancy???. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-dec-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.